Event description:
Clinical study. It was reported that 1485 days after a coronary artery stenting procedure, the patient experienced congestive heart failure (chf). The target lesion was a 2.5mm, 85% stenosed, 38mm long portion of the located in the 1st obtuse marginal (1st om). The physician treated the lesion with pre-dilation and placement of two overlapping 2.5 x 24 mm study stents, residual stenosis was 0%. The patient was discharged 2 days later on aspirin and clopidogrel. At 1485 days post index procedure, the patient began to experience symptoms of chf exacerbation with shortness of breath and intermittent chest pain. She also reported chronic abdominal pain secondary to a hernia that she has been unable to have repaired. Two days later, the patient was admitted to the hospital and treated with medication. A chest x-ray showed elevated right hemidiaphragm, cardiomegaly, and cephalization of the vessels. The patient also noticed having worsening low extremity edema. She was treated with diuretics & had improved symptoms. She was discharged 2 days later and the event was noted as resolved with no residual effects. The relationship of the angina to the taxus stents is unknown. It was noted that no angiogram was done to correlate a vessel relationship.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records for this batch showed that the device met specifications at the time of release for distribution. The most probable case is undeterminable.